Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray showed a retracted helix and confirmed dislodgement. The analysis of the returned lead showed coagulated blood and tissue residuals in the helix. Furthermore, the helix was found bent and stretched. The root cause of the retracted helix in implanted state leading to a dislodgement and loss of capture could be related to significant lead motion in the area of the tricuspid valve and interaction with atypical tissues. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient felt some discomfort, dizziness, shortness of breath. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. Should additional information be received, this file will be updated.